Event description:
The spring wire guide is kinked during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one arrow guide wire assembly and a lidstock for a non-arrow (biotech) guide wire. Signs-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed one kink on the guide wire body. The distal j-bend appeared to be intact. Microscopic examination confirmed the kink and revealed that the distal and proximal welds were spherical and intact. The kink in the guide wire measured 360mm from the proximal weld. The guide wire total length measured 685mm, which is within the specification limits of 678mm-688mm per the guide wire graphic. The guide wire outer diameter measured .849mm, which is within the specification limits of .838mm-.877mm per the guide wire graphic. The guide wire was inserted through a lab inventory ars/introducer needle subassembly. Little to no resistance was observed. Performed per IFU statement, "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed a single kink on the guide wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The spring wire guide is kinked during patient use. No patient harm reported. The patient's condition is reported as fine.